Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulmonary vein isolation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When the catheter was being prepared it was observed that the guidewire lumen was separated from the tip and the catheter array could not be deployed. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that prior to a pulmonary vein isolation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When the catheter was being prepared it was observed that the guidewire lumen was separated from the tip and the catheter array could not be deployed. The catheter was replaced, and the procedure was completed. No patient complications were reported. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory, a thorough evaluation of the catheter was performed. Visual inspection revealed the guidewire lumen was no longer adhered to the tip of the spline cage. Functional testing could not be performed due to the delamination of the guidewire lumen from the tip of the spline cage, and deployment of the catheter was not possible. The catheter was dissected to inspect for any potential abnormalities that could lead to deployment issues and found some kinking of the guidewire lumen.